Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The atrial lead exhibited several inappropriate auto mode switch episodes and a noise reversion due to lead noise. The noise was not able to be reproduced in clinic. After reprogramming, the lead resumed normal function and the patient would continue to be monitored.